Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. The detached tip was not returned for investigation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: high heat caused by spark discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the following fields: d4 & h4.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal end insulating tip of the electrosurgical knife fell off into the patient¿s stomach during an endoscopic submucosal dissection procedure. The tip was retrieved using gripping forceps. The procedure was completed with a back-up device. There were no reports of patient harm.